Event description:
Reporter indicated the patient will have vns generator replacement due to end of service, but surgery has not occurred to date.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed due to battery depletion on (B)(6) 2012. The explanted generator has been returned and is pending analysis.

Event description:
Follow up with the patient's treating neurologist revealed it was unknown what to attribute the seizure increase to, and the level of the increase compared to pre-vns baseline seizure levels was unknown. The patient has been having increased tonic myoclonic seizures which are part of his disease process. Vns generator replacement surgery is likely, but a surgery date has not been set. The vns generator output current was increased as an intervention for the seizures. The vns was reported to be working properly and nearing end of service, but exact diagnostics results were not provided. A vns generator battery estimate performed resulted in approximately 0.2 years remaining.

Event description:
The pt's father reported that the pt's seizures had worsened following a programming adjustment by the pt's neurologist. The pt's mother had passed away recently, which may be contributing to the seizures as well. The father stated he was worried the device was not working as well as it had in the past, and he expressed concern with the magnet's effectiveness. Attempts for further info have been unsuccessful to date.

Event description:
Product analysis for the vns generator was completed. No anomalies were identified, and the generator performed per specifications. The generator was not at end of service.

Manufacturer narrative:
The event was inadvertently reported as a malfunction on the initial MDR report. The event is a serious injury.